Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an "ER 2" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 7am. The customer care advocate (cca) was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. After the start of the alleged issue, the patient claimed she felt symptoms of shaky and had "trouble seeing." The patient did not specify treatment received. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient confirmed the alleged "ER 2" message appears when the power button is pressed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.